Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the implantable cardiac monitor exhibited intermittent under-sensing of r waves which resulted in inappropriate pause episodes. Programming changes were made. The patient was in stable condition.